Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of the investigation or if additional relevant information is received.

Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy. The caregiver (cg) stated they found the heater bag disconnected while the home patient (hp) was connected and in dwell 3 of 4. The homechoice (hc) gave no alarms per the cg. No cause for the bag disconnection was determined during troubleshooting. The hp will do a manual exchange in the morning to get their last cycle. The tsr referred the cg to the on call nurse for further medical instructions. The homechoice (hc) was operational and a swap of the device was not necessary. During a follow-up with the hp in regards to the connection issue, she said she did not notice anything wrong with the supplies that night. She was not sure why the bag came undone from the line. She did not remember having any trouble connecting the bags up to the lines that night. There was patient involvement but no reported injury or medical intervention.